Manufacturer narrative:
The patient's last visit was on (B)(6) 2016 with uncorrected visual acuity (ucva) 20/20. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -14.5/+1.0/100 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.